Manufacturer narrative:
E1. Initial reporter phone #:(B)(6). H.6. Investigation summary: a complaint of "team returned 16 positives from 2 days during the weekend" was received against bactec mgit 320 instrument material number: (B)(4), serial number: (B)(6). A bd remote assistance associate communicated with the customer and verified the instrument and observed that there were no instrument related issues. Instrument was found to be functional, and the customer started using the instrument for regular operation. This is an unconfirmed complaint, and the root cause was unable to be determined. Device history record review for the instrument mt1017, is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. No parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using bd bactec¿ mgit¿ 320 system, there were sixteen (16) false positives. Customer performed confirmatory testing and no patient impact was reported.